Event description:
It was observed that during the device inspection, the generator exhibited faulty plasma kinetics radio frequency board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it can be presumed that the event was caused due to faulty board. Olympus will continue to monitor field performance for this device.